Event description:
Event description boston scientific received information that this right ventricular lead was abandoned surgically due to loss of capture. The sensing and impedance measurements were consistent since implant date. The patient reported that she had fallen on numerous occassions. During the revision procedure, difficulty was experienced advnancing the stylet down the affected lead and the attempted to explant the lead was unsuccessful. The patient will be scheduled for laser lead explant in the future.